Manufacturer narrative:
Batch review performed on 06 april 2022: lot 136085: (B)(4). Expiration date: 2019-02-28. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 7 years and 2 months from the primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.